Event description:
Boston scientific crm received information that this lead had pacing impedance measurements greater than 2000 ohms and was also exhibiting loss of capture. Previously, the impedance had increased from approximately 800 ohms to approximately 1700 ohms. The shock impedance remained stable and acceptable. No adverse patient effects were observed.

Manufacturer narrative:
A revision procedure was performed. During the revision, the out of range impedance was verified by a pacing system analyzer. The pace/sense portion of the lead was abandoned and a new pace sense lead was implanted. No further information is available. If additional information becomes available, an updated report will be submitted.